Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the griper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This will be filed for gripper actuation issue. It was reported during preparation of the clip delivery system (cds), as the gripper lever was fully pushed forward, one of the gripper arms would not lower past 45 degrees. Troubleshooting attempts were done, however unsuccessful. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.